Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported there was resistance when attempting to advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve became dislodged when the dilator was advanced in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the sheath and the procedure continued. The customer¿s reported issue of obstructed sheath is not considered to be an MDR reportable malfunction although there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The resistance they were having with the sheath was reported to be when they were trying to put the dilator into the sheath. There was no occlusion when irrigating the sheath. The sheath was described as partially blocked. The dilator was not able to be moved through the sheath. The hemostasis valve (gasket) became dislodged. The hemostatic valve become detached from the sheath. The issue was identified prior to usage on patient.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported there was resistance when attempting to advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve became dislodged when the dilator was advanced in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the sheath and the procedure continued. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dilator was not returned. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was returned and was found in normal condition; no anomalies were observed. The valve dislodgment is related to the resistance reported by the customer a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).